Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient was frustrated at the time of the call because she was having no symptoms relief. It was noted the patient had changed the programs due to lack of symptom relief and was not under the direction of the physician. The patient had painful stimulation in the vaginal area, so they turned stimulation down. She could not feel stimulation and was "leaking all over the house and leaving trails." It was indicated when the patient "start[ed] to drink something, [she] would immediately start peeing." Troubleshooting involved helping the patient increase stimulation to a comfortable level. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information received reported that the patient had experienced extreme pain that came and went since (B)(6). She stated she had changed the stimulation several times but it was still very painful. She stated it was not working for her and wanted it out. It was noted that the stimulation was painful and she was not getting therapeutic benefit for her urinary symptoms. The patient turned off stimulation and that stopped the sensation. Additionally, she stated doing through a lot of depends. She did not drink fluids to avoid peeing all over which led to her going to the hospital for dehydration. It was also mentioned that the trial worked great but did not understand why the implant was unsuccessful. Additional information reported that the patient had surgery on (B)(6) 2017 on their device. It was noted that their device was not in far enough the first time so the patient¿s healthcare provider moved the device about an inch from where it was before. The patient stated that it was a ¿whole lot deeper.¿ the battery pack was poking out and was hurting the patient. The patient was in pain because of the surgery and it was hard for them to walk because of it. The patient reiterated that they still were having a lack of therapeutic effect to control their urinary frequency/urgency symptoms. The patient has been working with their healthcare provider and manufacture representative and will continue to do so. The patient was still experiencing bad leakage where they fill their depends and leaks all over the floor. The patient was scheduled to see their healthcare provider on (B)(6) 2017. It was also noted that stimulation was on program 2 at 1.0 v which was as high as they could go without feeling pain. No further complications were reported/anticipated.